Manufacturer narrative:
With all the available information, boston scientific concludes that the cause of the patient experiencing pain at the ipg site, a loss of efficacy and undergoing a procedure in which the ipg was replaced was confirmed based on record review, the device was not returned as it was discarded by the facility. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The device was discarded by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the device's instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The device was not returned as such physical analysis was not conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint, and the conclusion is known inherent risk of device.

Event description:
It was reported that the patient experienced shooting pain down their left leg from the implantable pulse generator (ipg) site of the spinal cord stimulator (scs) system from the time of the implant. Reprogramming has been provided but was not able to resolve the patients' pain. The patient experienced a loss of efficacy, headaches, and general discomfort from the ipg and charging difficulties. The patient underwent a procedure in which the ipg was replaced. The device will not be returned as it was disposed of by the facility.